Event description:
It was reported that the right ventricular (rv) lead had high thresholds. X-ray was taken but revealed no anomalies. The lead was re moved and a new lead was implanted. It was further reported that the right atrial (ra) lead had high thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.